Event description:
Thrombectomy of blocked leg fistula 7 days post blockage. Cut down performed of the vessel and catheter was passed through the blockage three times. There was stenosis and on the third pass, the catheter was removed without the balloon intact. The surgeon does not believe it is the fault of the catheter, he believes it was due to the tight stenosis in the loop graft. Surgeon attempted to retrieve missing balloon. Unable to locate. Patient condition-satisfactory-no complications.